Manufacturer narrative:
Per tandem's user guide: if you drop your t:slim g4 pump or it has been hit against something hard, ensure that it is still working properly. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was dropped and subsequently a malfunction alarm occurred. Customer's blood glucose level was 136 mg/dl. At the time of the report with tandem technical support, the customer did not have an alternate method of insulin therapy but stated that they would be reaching out to their healthcare provider. Customer declined follow-up to determine if a back-up method was obtained.